Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient no longer had any device concerns.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and was not feeling a stimulation sensation. On (B)(6) 2011 the patient experienced an increase in nocturia. The symptoms began occurring within the previous three months. The patient had a dexa scan, mammogram, and either a CT scan or an MRI within the past three months. The patient was also unable to adjust stimulation. Additional information received clarified that the patient had increased the amplitude above 4 with no response; the patient had the device turned up to 8.1v. Impedance on contacts 0 and 3 was >4,000. If symptoms did not improve, the health care provider planned to "change electrodes." It was noted that the patient incurred no injury. Additional information has been requested but was not available as of the date of this report.